Manufacturer narrative:
A smart flex 8x40 vascular ses (self-expanding stent) was delivered to the lesion site; however, the stent could not pass through and was later withdrawn from the body and replaced with the same type of stent to complete the operation. The guidewire could not pass through the sds lumen, presumably the sds lumen was occluded. The device was being used for percutaneous transluminal angioplasty (pta) stenting of both lower extremity arteries. The access site was the femoral artery. Vessel characteristics at target site included moderate tortuosity, no calcification and seventy percent stenosis with no acute angle or bifurcating. The device stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Neither the product nor any of the other devices used with it had been re-sterilized. Adequate flush was used and maintained throughout the procedure. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of product ¿smart flex 8x40 vas, 80cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent is fully deployed and was returned inside a plastic container. The stent does not present any damages or anomalies and is fully expanded as expected. The hemostasis valve is open. The unit presents several kinks located approximately at 28, 31, and 80.5 cm from the distal tip. Also, the wire lumen is separated and was not returned for analysis. No other damages or anomalies were observed on the returned device. Functional analysis was performed to determine if resistance/friction or obstruction between the wire lumen and the guide wire could be found at the insertion/withdrawal process. The wire lumen was flushed with water; a syringe filled with water was attached to the hub and positive pressure was applied. However, due to the multiple severe kinks the water did not flow out by the distal tip as expected. Insertion/withdrawal test was performed: a lab sample guide wire of the proper size was inserted by the distal tip and by the hub and advanced through the wire lumen. The guidewire traveled inside the unit until the kinks were reached and could not go further. Functional test failed due to the observed kinks. The unit was disassembled to determine the location of the wire lumen separation. Once the unit was disassembled, it was observed that the separation was on the distal section of the hypotube. The separation area was inspected. Microscopic analysis was not performed due to the material resulting characteristics caused by the separation which are visible with the magnification obtained with the vision system. The separated area was inspecting with the vision system observing that both separated edges present evidence of elongations on the plastic material and plastic deformation. The characteristics found on the materials of the unit are commonly associated with separations caused by material tensile/twist overload. Therefore, it is assumed that the material was induced to tensile/twist forces that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 294846 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft~ obstructed¿ was confirmed. The insertion/withdrawal test failed due to the observed kinks on the returned unit. Additionally, a wire lumen separated condition was found. The exact cause of the observed separated and kinked condition could not be determined during the product analysis. It is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. Procedural factors and handling process may have contributed to the reported events. These include and are not limited to the user¿s interaction with the device during use as well as vessel characteristics. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a smart flex 8x40 vascular ses (self-expanding stent) was delivered to the lesion site; however, the stent could not pass through and was later withdrawn from the body and replaced with the same type of stent to complete the operation. The guidewire could not pass through the sds lumen, presumably the sds lumen was occluded. There was no reported patient injury. The device was being used for percutaneous transluminal angioplasty (pta) stenting of both lower extremity arteries. The access site was the femoral artery. Vessel characteristics at target site included moderate tortuosity, no calcification and seventy percent stenosis with no acute angle or bifurcating. The device stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Neither the product nor any of the other devices used with it had been re-sterilized. Adequate flush was used and maintained throughout the procedure. The device was returned for evaluation. A guidewire lumen (inner shaft) separation was confirmed during product evaluation.